Event description:
Additional information was received stating that when the needles of the proglide device were deployed, the plunger popped out and pulled out of the device without the user pulling back the plunger. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿when the needles of the proglide device were deployed, the plunger popped out¿ was confirmed due to a bilateral cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1069 was removed.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endo leak repair interventional procedure. Reportedly, during step 3, when pulling back the end of the device, the plunger broke. No tissue damage occurred. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.